Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to the procedure, the seal on the device was torn. Another device was used to complete the case with no patient consequence.